Event description:
Pt reported "I have a band slippage". Follow up findings with the pt "I had surgery for my band slippage, pt had to replace the band with a new one." Follow up findings with the explanting surgeon reported event as "the pt had a proximal dilitation and a band slippage".